Event description:
This report is for one of two devices. Refer to associated manufacture report # 3005099803-2010-01239 for a description of the first device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, during the procedure, inside the patient, when the physician attempted to inflate the balloon, the balloon would not inflate. Upon removal of the device, a small hole was noticed within the balloon material on the proximal side of the device. No visible damage to the package of the device was reported. A second uromax ultra balloon catheter was placed inside the patient. When the physician attempted to inflate the balloon, the balloon would not inflate. Upon removal of the device, a small hole was noticed within the balloon material on the proximal side of the device. No visible damage to the package of the device was reported. The physician completed the procedure with a different device. It is unknown is there were any patient complications. The condition of the patient following the event is unknown. Attempts have been unsuccessful to obtain additional information.

Event description:
This report is for one of two devices. Refer to associated manufacture report # 3005099803-2010-01239 for a description of the first device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, during the procedure, inside the patient, when the physician attempted to inflate the balloon, the balloon would not inflate. Upon removal of the device, a small hole was noticed within the balloon material on the proximal side of the device. No visible damage to the package of the device was reported. A second uromax ultra balloon catheter was placed inside the patient. When the physician attempted to inflate the balloon, the balloon would not inflate. Upon removal of the device, a small hole was noticed within the balloon material on the proximal side of the device. No visible damage to the package of the device was reported. The physician completed the procedure with a different device. It is unknown is there were any patient complications. The condition of the patient following the event is unknown. Attempts have been unsuccessful to obtain additional information.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was fully deflated with the presence of clear liquid inside the balloon material. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a pinhole in the balloon material at the distal edge of the proximal balloon sleeve. A vacuum was pulled and the balloon deflated with no issues noted.